Event description:
While the nurse was suctioning the pt, the pt broke off the tip of the yankauer suction tube. The gastroenterologist was called and he retrieved the piece that measured 4.5 x 1 x 0.8 cm. The pt tolerated the procedure with no further sequelae. Tip sent to pathology to assess whether prod defect, indeterminate. After review, it was decided to report.